Manufacturer narrative:
H11: section a through f, the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that on (B)(6) 2025, a patient came to the center for his weekly dressing change. When removing the dressing, the nurses noticed skin burns. The patient reported having experienced itching 2 to 3 days before the change. The necessary care was provided, and a new dressing was applied from a different batch, with no skin reaction. No further details available or provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Additional information received on 26-nov-2025: the doctor treating the patient advised placing a duoderm film under the statlock on the injured area before changing the dressing reference.

Event description:
Additional information received 11/04/2025: skin burns appeared when the dressing was removed, preceded by itching that occurred 2 to 3 days after application.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of skin irritation was confirmed but the cause is unknown. Two photographs were returned of a patient¿s arm with an inserted 4fr single-lumen powerpicc solo catheter. The catheter dressing had been removed prior to the photograph being taken. The skin appeared discolored red where the statlock had been. The area of discoloration matched the profile of the statlock pad. Slight peeling of the skin may have been present in the affection region of the skin. The skin appeared to also contain a partial red impression where the extension leg of the catheter had been dressed down. Although damage to the skin was seen at the statlock site, the exact cause could not be determined. It is possible that patient sensitivities or clinical procedures (e.g. Antimicrobial agents not allowed to dry or the skin was not properly prepped) may have been contributing factors. The product sterilization certificate for this lot was reviewed which showed that the sterilization cycle within the validated parameters. This complaint will be recorded for future trending and monitoring purposes.